Event description:
It was reported that during a kissing balloon technique (kbt) procedure, during which, two unspecified balloon catheters were connected to this single three-way stopcock of the 20/30 priority pak. Both of the balloon catheters were connected to the stopcock and pressure was applied to both of the balloon catheters at once when leakage was observed from around the stopcock. It is could not be confirmed from exactly where the leakage was observed. It could have been from the stopcock itself or from the connection between the balloon catheters and the stopcock. There was no report of any anomaly noted to the indeflator used in the case before kbt was performed. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the indeflator was returned for analysis and there were no leaks noted, the complaint stopcock was not returned. Therefore, a failure analysis of the actual stopcock could not be completed. Based on visual and functional analysis of the returned indeflator, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.